Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-oct-2023. Investigation summary: one sample was provided to our quality team for investigation. The syringe was tested for leakage and no defect was observed. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Batch 3048130 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd® luer slip tip syringe with attached needle, was leaking during use. The following was received from the initial reporter: the medication leaks out of the hub when injecting.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® luer slip tip syringe with attached needle, was leaking during use. The following was received from the initial reporter: the medication leaks out of the hub when injecting.